Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported was the adc freestyle libre 2 reader would no longer turn on by button or by test strips after being dropped in the snow. On (B)(6) 2021, as a result, the customer became confused and had a loss of consciousness. Hcp contact was made and provided the customer with an IV and juice for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.